Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, several attempts have been made to obtain clinical/medical documents to support and review this complaint to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to dislocation. Head and liner were replaced. No more information presented.